Event description:
During follow-up, oversensing was observed. Abbott technical support was contacted and recommended reprogramming the device to resolve the event. No intervention was performed at this time. The patient was in stable condition.